Event description:
The pt's ((B)(6)) scs sys includes percutaneous leads from the same lot. It was reported the pt is without stimulation. X-rays were taken, but no visible anomalies were noted. However, a diagnostic test revealed invalid impedance issues for the lead(s). The pt denies experiencing any traumatic occurrences which may have attributed to this event. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.